Event description:
It was reported that the customer experienced ongoing issues with air bubbles in the canister. There was no reported adverse impact to the customer's blood glucose level. Customer primed the tubing to address the issue.